Manufacturer narrative:
To date, conmed has not received the microfracture awl, 90 degree for evaluation. Should the device be received, an evaluation will be performed and a supplemental report will be filed. Based on the lot number provided, this device was manufactured on 24-sep-2007. A review of complaint history showed there were no other complaints received for this item and lot number combination. This microfracture awl, 90 degree is a reusable device intended to trephenate cartilage and tissue such as meniscus. This instrument has been in use for nearly 8 years. As with all surgical instruments, over time and heavy use wear and damage can occur to this instrument causing it not to perform at its optimum and may cause or contribute to the tip breakage. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) for this device provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage.

Event description:
The customer reported that during use of this microfracture awl, 90 degree in an ankle arthroscopy procedure, the tip of the awl broke off in the surgical site. As reported, the broken tip was lost in the articulation and surgical staff had to change the patient's position from supine position to prone in order for the surgeon to gain access to the tip and retrieve it. The duration of the procedure was extended by 1 hour in order to retrieve the tip. The procedure was completed as intended using a 45 degree awl with no further complications. There was no patient injury reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
Conmed received the microfracture awl, 90 degree for evaluation on (B)(6) 2015 and confirmed the reported problem of tip breakage. Visual examination of the returned instrument found the tip of the awl had broken off. This failure mode is addressed in the dfmea and the safety risk has been found to be acceptable.